Manufacturer narrative:
The insulin pump passed the priming, displacement and basic occlusion tests. The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion and excessive no delivery alarm tests were unable to be performed due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, scratches on the display window and cracked case near display window corners seen during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call hospitalization and motor error alarm on the insulin pump. Customer's blood glucose level was in the high 270 mg/dl range. Customer advised they felt tired, grouchy and treated themselves with an insulin pen. Customer experienced diabetic ketoacidosis and were placed on insulin drip at the hospital. Customer was off of the insulin pump one week prior to the hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.